Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon catheter became stuck on a guide wire. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was advanced to the target lesion and inflated to 6atms for 30 secs. The coyote es otw balloon catheter was removed and reinserted again for use. However, during use with a non bsc guide wire the catheter became stuck on the guide wire. The coyote es otw balloon catheter and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon catheter became stuck on a guide wire. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 1.5mm x 20mm x 142cm coyote es otw balloon catheter was advanced to the target lesion and inflated to 6atms for 30secs. The coyote es otw balloon catheter was removed and reinserted again for use. However, during use with a non bsc guide wire the catheter became stuck on the guide wire. The coyote es otw balloon catheter and the guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the guide wire was not returned or lodged inside the lumen of the catheter, as reported. The device tip was damaged. The inner diameter of the wire lumen was within specification. A .014" guide wire was loaded into the distal tip and tracked through the wire lumen; however, resistance was met at the strain relief. The strain relief was removed. Magnified inspection revealed the inner shaft was damaged. The inner shaft damage would not allow the guide wire to completely advance through the hub. The guide wire was removed and inserted into the guide wire port of the catheter. Magnified inspection revealed the wire exited the wire lumen through a hole in the inner shaft that aligned with the inflation port of the hub. The diameter of the hole was slightly larger than the outer diameter of the guide wire and may be consistent with perforation of the inner shaft wall with the end of the guide wire during clinical use or preparation for clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4).